Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09515.

Event description:
It was reported that a patient underwent a total hip arthroplasty. Subsequently the patient underwent a revision due to metallosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During surgery necrotic tissue was noted throughout. Femur was denuded of any tissue and appeared cadaveric. Thick metallosed tissue around the joint capsule. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-173663, m2a 38mm mod hd +3mm nk, lot 822010. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.